Event description:
Additional information received: the patient underwent an emergent surgical conversion due to a type iii endoleak; separation, and abdominal aortic aneurysm rupture. The cause of death was rupture. Evaluation summary: the device was explanted during surgical conversion due a ruptured aaa. Details of the implant, including aneurysm and vessel morphology, were not provided. Seven years later, 4 iliac limbs were implanted for an unknown reason, and on an unknown date 2 aortic cuffs from another manufacturer were also implanted for an unknown reason. It was recently reported that an extension on the right ipsilateral side had pulled out, resulting in a type iii endoleak. The current vessel morphology and cause of the limb separation was not provided. The decision was made to convert the patient during open repair. No additional clinical sequelae were reported and the patient was stable following the conversion. Documents returned with the explanted stent grafts reported that the patient was emergently converted due to a ruptured aaa, and the patient expired 1-day following the open repair. From the examination of the returned devices and limited clinical information provided, the cause of the limb separation and aaa rupture could not be determined. The devices were returned with the bifurcate detached from 2 limb segments and 2 aortic cuffs from another manufacturer. Since films were not available, and 3 of the implanted devices were not returned for analysis, it was not possible to confirm the in-vivo configuration of the stent grafts, and which devices had separated. In addition, possible aneurysm and vessel morphology changes during the course of the implant duration could not be assessed. Examination of the returned components found no stent graft integrity issues with the bifurcate proximal sealing zone (rings 1 - 2). Several stent fatigue fractures were found near the bifurcate flow-divider, and at the distal end of the ipsilateral limb. The majority of the junctional sutures (connecting stent tip to stent tip) were found broken, and multiple associated abrasion holes were seen along nearly the entire length of the ipsilateral limb. Similar findings of a large number of suture breaks and abrasion holes were also seen on the 16 x 85mm limb (which was returned detached), and the 16 x115mm limb (returned re-lined with 3 stent grafts). The amount of suture breaks observed would suggest that the limbs were placed in a highly angulated orientation. It is possible that these fabric holes may have contributed to the aaa rupture; however, no type iii fabric endoleak was reported, and the majority of the holes appear to have been covered with tissue in the "as-received" condition, as well as likely re-lined, preventing endoleak formation.

Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine years and six months ago with additional stent grafts implanted two years ago for an unknown reason. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that a recent CT scan demonstrated that there was iliac limb stent graft separation on the right side between the ipsilateral limb and an ipsilateral extension resulting in a type iii endoleak. The decision was made to explant the stent grafts. The explanted stent grafts have not been returned. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (surgical conversion to open repair, endoleak), patient's condition affected effectiveness of device (likely due to disease progression; iliac artery dilatation), device failure/lack of effectiveness related to patient condition (likely due to disease progression; iliac artery dilatation).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (rupture).